Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. Upon investigation, the belt failed a functional ECG fall-off test. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire in the cable migrated into the ECG electrode, causing a short with the agnd wire. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
While evaluating electrode belt sn (B)(4) for an unrelated issue a reportable problem was found. The belt failed a functional ECG fall-off test.